Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received 2 scs leads with the same lot number. It was reported the pt has been receiving ineffective stimulation for the past 2 years. Subsequently, the pt's scs leads were explanted and replaced with a model 3228 scs lead. No add'l info is available at this time.